Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation found the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys inoperable. It was also found that when any functional key is pressed, an automatic output of the #3 key will occur following the selected keys function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this reported issue.

Event description:
It was reported that the pump registers twice when a button is pressed once. There was no reported patient injury.